Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap inguinal hernia repair, the balloon seemed unraveled and it wouldn't fit into the incision on patient. The scrub tech had put lube on the structural balloon several minutes prior to the surgeon trying to insert it into the patient. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of device. The trocar balloon was inflated; no leaks were detected. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.